Manufacturer narrative:
Additional information was received that no further information could be obtained and there will be no further course of action.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.